Event description:
Clinical study. Same case as #6000089-2005-01043 it was reported that 5 days after a coronary artery drug eluting stenting procedure, the pt experienced a hypersensitivity reaction. The lesion being treated in the index procedure was a 2.75mm, 100% stenosed mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successful placing two taxus express2 8.8% 2.75x20mm and 2.75x12mm drug eluting stents with a 3mm overlap, in the target lesion. 5 days post procedure the pt experienced a hypersensitivity reaction of moderate severity, characterized by hives and pruritis. This was treated with oral prednisone and benadryl with resolution of symptoms. The pt was discharged the next day on plavix and aspirin.